Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter was reading inaccurately. The complaint was classified based on the customer service representative (csr) documentation after a follow up conversation on (B)(6) 2012. The patient reported that she had been getting "normal readings" on the subject meter which she felt were inaccurately low. She could not specify when the alleged issue began nor could she recall any specific blood glucose values that were of concern at the time but claimed that in (B)(6) 2012, she had "started vomiting and feeling thirsty" until she developed diabetic ketoacidosis (dka) and was taken to the hospital. It is not known how the patient confirmed she developed dka. The patient reported that she tests her blood glucose 4x per day before each meal and before bed and manages her diabetes with novorapid insulin 3x per day before meals based on a sliding scale. She also administers lantus insulin (20u) before bedtime and stated she did not make any changes to her usual diabetes management routine in response to the alleged issue. No other device was reported as being used. She claimed when she arrived at the hospital sometime in (B)(6) (date/time unknown), she was tested using a hospital meter (brand unknown) and it read "high." The patient was reportedly treated with IV fluids and insulin (unknown type/dose) and was put on a strict diet and admitted for 3 days. She also reported that her doctor changed her diabetes management from sliding scale insulin to 8 fixed units at each mealtime and is able to maintain better control since this change. At the time of troubleshooting, the csr noted that the subject device was set to the correct unit of measure. The subject test strips were stored correctly and unexpired but she no longer had the subject test strips available. A control solution test was not performed because the patient did not have any available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate normal readings on the subject meter, did not take the required amount of insulin based on the results, and reportedly developed symptoms suggestive of severe hyperglycemia that required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.